Manufacturer narrative:
No unexpected motor error alarms or prime alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer's mother stated that the drive support cap was normal. The customer's mother stated that the motor error alarm occurred during changing set and filling the tubing. The customer's mother stated that the insulin pump was not exposed to high magnetic field. The customer was also advised to disconnect from the insulin pump. The insulin pump will be replaced and will be returned for analysis.